Event description:
While attempting to monitor a trauma pt, the device was unable to obtain an ECG rhythm. Complainant indicated that there was no adverse effect to the pt due to the reported malfunction.